Manufacturer narrative:
Investigation is ongoing. Clarification: device information is unknown. Event date, implant date, and explant date are unknown. Not returned.

Event description:
As reported, a patient had an unknown sapien valve inside a surgically implanted conduit in the pulmonic position. The implanter reported that the procedure was initially successful, but the patient began to experience nyha class iii symptoms 2-3 weeks after the sapien implant. An echo showed central valve regurgitation. The valve also appeared to have its leaflets stuck in the open position, against the stent frame. The team decided to explant the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - central regurgitation" was unable to be confirmed due to unavailability of medical records/applicable imagery. The complaint for "-post-implantation - leaflet motion restricted in patient" was confirmed based on provided imagery. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. It should be noted that the thv was implanted in pulmonic position within a pre-existing conduit, which is not an indicated use of the sapien 3 ultra thv with a commander delivery system. Therefore, this was an off-label operation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported "it was a case of a 26mm sapien 3 ultra thv, by transfemoral approach in pulmonic position inside a surgically implanted conduit. The procedure was initially successful, but the patient began to experience nyha class iii symptoms two to three weeks after the edwards implant. Echo showed central valve regurgitation. Video of the event showed the explanted to have its leaflets appear to be stuck in the open position, against the stent frame." "Post-implantation - leaflet motion restricted in patient" in this case, the patients landing zone characteristics could have impacted the ability of the thv leaflets to properly function (e.g. Impingement due to conduit), causing the leaflet/s to adhere to the thv frame. However, due to insufficient information a definitive root cause was unable to be determined. "Post-implantation - central regurgitation" per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, it is likely that restricted leaflet motion led to abnormal coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Event description:
As per medical opinion, the cause of the central regurgitation was leaflet malperformance. It is believed that the leaflets became opposed and stuck to the frame, preventing coaptation.

Manufacturer narrative:
Additional/updated information: b3, b4, b5, d4 serial number and explant date, d6b, g3, g6, h2, h4, h10.